Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a narrow lesion in the mid circumflex. The xience prime stent delivery system (sds) was advanced to the lesion, and the stent was deployed. It was noted that the sds balloon dog-boned and then deflated. The sds was unable to be removed; therefore, the balloon was re-inflated several times, and was able to be removed with force. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): incorrect removal. The stent remains in the patient. A follow-up will be submitted with all relevant information.